Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and pump alarmed unexpected restart. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer has a new battery that meets IFU guidelines to test with the pump. Customer states the display did not return. Customer advised to call back if issue recurs and should revert to back up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display, audio/beep anomaly and unexpected restart alarm noted. Insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.